Event description:
It was reported that after sterilization, there was a buildup of a black/gray material at the bottom of the tray. There was no pt involvement and no reports of adverse consequences due to this event.

Manufacturer narrative:
The account returned all handpieces of this part number on september 12, 2007. It is unk which serial number is associated with this event. During the sterilization process, the oil itself becomes very viscous. If enough oil is near the end of the hose, some has the potential to come out during the sterilization process.